Event description:
It was reported that in the cardiac intensive care unit, during an infusion of IV fluids and propofol, the device alarmed and displayed "system error" then shut off. There were 2 empty channels and the nurse was able to switch to another pump with no patient harm. Although requested, no further information was received.

Event description:
It was reported that in the cardiac intensive care unit, during an infusion of IV fluids and propofol, the device alarmed and displayed "system error" then shut off. There were 2 empty channels and the nurse was able to switch to another pump with no patient harm. There was no patient harm. Although requested, no further information was received.

Manufacturer narrative:
The customer¿s report of the device alarming with an error message displayed was confirmed; however, the device displaying ¿system error¿ and shutting off was not confirmed. Channel malfunctions were confirmed in review of pump module event logs. Functional testing of pump module sn (B)(4) showed the ¿check IV set¿ message scrolling across the message display screen on the pump module. Attempt to initiate pressure sensor testing resulted in device alarming along with channel error scrolling across message display of pump module and on pcu. Analog sensor test output failed. Functional testing of pump module sn (B)(4) confirmed that lower pressure sensor was found to have malfunctioned due to output decreasing to outside of specification. Log review of both pump modules confirmed that the units were channeled off after the channel malfunctions occurred. Both pump modules failed to meet the test requirements due to faulty upper and lower pressure sensors, thus the devices were not performing within specifications. This device was used for patient treatment and there was no patient harm. The probable cause of the device shutting off is that the pump module was channeled off. The root cause that the device alarmed and displayed a ¿system error¿ is the malfunctioning upper side and lower side pressure sensors.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that during an infusion, the device alarmed and displayed "system error" then shut off. The nurse was able to switch to another pump with no patient harm.